Manufacturer narrative:
(B)(4). B5 describe event or problem - additional information d9 device returned to MFR - additional information d9 date device returned - additional information g3 date received by mfg - additional information g6 type of report - updated/follow-up h2 type of follow up - additional information/device evaluation h3 device evaluated by mfg - additional information h6 codes: type of investigation - additional information h6 codes: investigation conclusion - additional information.

Event description:
The product was evaluated. An external visual inspection was performed and passed. The allegation was not confirmed. The probable cause could not be determined.

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2023. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).